Event description:
Rn starting IV line in patient's arm. The catheter malfunctioned and bent inside the patient's vein. The rn was able to remove the entire catheter from the patient without need for additional intervention. The unit reported ongoing issues with the particular catheter due in part to the narrow width of the catheter and ease in which it can be damaged.